Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: updated data: h6. Device history lot. Manufacturing location: (B)(4). Manufacturing date: dec 7, 2012 part number: 04.503.105.04c, ti matrixneuro screw self- drilling 5mm. Lot number: 7116582 (non-sterile). Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional final inspection ns030599 rev h met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ac was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Part number: 21015, tialnbr14.00. Lot number: 6950476. Product traveler met all inspection acceptance criteria. Certified test report received from perryman company dated 03-apr-2012 was reviewed and determined to be conforming. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is jnj representative. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 that the patient underwent for a routine surgery to close skull. During the surgery, surgeon tried to use self-drilling screw to close the skull, but screw failed to drill into the skull and broke under the load. There was total of 4 screws broken. The surgery was completed successfully with 5 (five) minutes delay. There was no patient consequence. Concomitant devices reported: unknown matrixneuro plate (part# unknown, lot# unknown, quantity 1), unknown screwdriver (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) ti matrixneuro screw self-drilling 5mm. This is report 1 of 1 (B)(4).